Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Image evaluation of images received through the complaints investigation was completed. Customer report of stenosis could not be confirmed through image evaluation. One color photo of valve outflow aspect was provided. X-ray evaluation needed to determine calcification. Valve appeared to have host tissue overgrowth encroaching on to the leaflets and stent circumference at the outflow aspect. Multiple sutures appeared attached to the sewing ring around the valve.

Manufacturer narrative:
This model is not sold or marketed in the u.s.; however, it is similar to device: model #2800; brand name: carpentier-edwards perimount rsr pericardial bioprosthesis; PMA #p860057/s001. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient-related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening, or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, the nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis in this case was most likely impacted by the progression of the patient's underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device was not returned for evaluation. If returned and evaluated, a supplemental report with findings will be submitted. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported via the implant patient registry that this valve model 290027mm was explanted from the aortic position after an implant duration of 11 years and 9 months due to stenosis. A valve model 3300tfx27mm was implanted in replacement. No other information was provided.